Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply stopped working during case and had to finish case with competitive product. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7.h2,h10. Corrected section: g4 - date should to be (B)(6) 2020 and not (B)(6) 2019.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply stopped working during case and had to finish case with competitive product. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply stopped working during case and had to finish case with competitive product. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). Updated sections: d4, g4, g7, h2, h3, h6, h10. A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site. H3 other text : device discarded.